Event description:
This incident was reported to the manufacturer by the patient, and limited information has been made available. According to the information provided, the patient reports developing a corneal ulcer in the right (od) eye. The patient states that they removed the lenses friday evening and saturday morning, experienced a burning sensation. When this did not subside, the patient sought medical attention on sunday at an urgent care facility, where she was referred to the emergency room where she was given the diagnosis. The ER physician advised the patient to follow-up with an eye care specialist on monday. Good faith efforts have been made obtain more information without success. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature, location and severity of the alleged ulcer with a lack of medical information, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.